Event description:
Medtronic received information that during the implant of a 23 mm sorin mitroflow surgical valve, the patient underwent a left atrial appendage (laa) closure procedure concomitantly for an unknown reason. No further adverse patient effects were reported. Pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).